Manufacturer narrative:
A functional evaluation of the returned device revealed that the balloon had a large tear in it, rendering the device non-functional. It cannot be determined conclusively how the balloon tore.

Event description:
It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was used during a procedure performed in 2005, (patient gender, age, and weight are unknown). According to the complaint, balloon ruptured after approximately ten days post-placement; found leakage in the proximal portion of the balloon. The procedure was completed with another device (unknown manufacturer). The procedure was able to be performed successfully. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."